Event description:
It was reported that the pt experienced inflammation and skin erosion at the pump pocket and pump access site. There was an open wound noted. The pt had the pump and catheter explanted. The pt was treated with vancomycin. The medication being delivered via the implanted device sys was hydromorphone. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.